Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding if it was thought that the itching was a medication side effect or not, it was reported that the itching was related to morphine sulphate and dilaudid and there was no itching due to marcaine. Regarding the lack of therapy / not getting good therapy and if it was thought to be due to a drug, dosing, or device issue, it was noted that they needed a catheter dye study to determine which was pending on (B)(6) 2019. The cause of the pain during aspirate was thought to be related to the catheter and negative aspiration pressure on the nerve root. The cause of difficulty aspirating from the side port was not known. No device issue had been identified. Further actions taken was noted as having been a catheter dye study. The patient¿s weight at the time of the event was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 27-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving 7.5 mg/ml of marcaine at 4.5 mg/day via an implantable pump for non-malignant pain. It was reported the patient was receiving morphine post implant and was getting relief. The patient's dose was increased and the patient started to experience increased itching. The doctor then decided to switch the drug to dilaudid and the patient was not getting any pain relief and still had itching. The hcp stated the patient was on mono clonidine currently and they were not getting good therapy. The hcp stated the patient had a side port aspiration on the day of the call, (B)(6) 2019, and the healthcare provider could not initially get any fluid until they moved the patient. The hcp reported they were then able to get some fluid. The patient was in pain during the aspiration. The hcp was unsure of what the next steps would be. Considerations were reviewed. The hcp confirmed that the catheter was in the intrathecal space of the spine. No further complications were reported or anticipated. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the catheter was attempted to be aspirated in the clinic but was unsuccessful. A dye study was performed and the catheter aspirated sluggishly; the dye was injected easily but never made it to the top of the catheter. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was reported that the patient was referred to the surgeon for a catheter revision. The issue was unresolved at the time of this report and the patient was alive with no injury. No further complications have been reported as a result of this event.